Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failed and a cubie would not recover. A customer indicated that the user had experienced a delay in dispensing medication due to the reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer malfunction. A field service engineer successfully replaced insep with new style to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.